Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffered from coma [coma]. Broken pen [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "suffered from coma(coma)" with an unspecified onset date, "broken pen (device breakage)" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 30 iu, bid (30iu 2am /30 iu pm), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 150 cm. Patient's weight: 100 kg. Patient's bmi: 44.4. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (more than 20 years, type not reported), psychological problems, death of son, hypertension, left hand finger burn, cancer in the same hand, clot in her coronary arteries, suspected to have covid 19 and it was reported that was in quarantine for 21 days. Procedure: amputation-finger due to the finger burn, 2 heart stents as she suffered from clot in her coronary arteries, breast removed. Concomitant products included - avivavasc(amlodipine besilate, valsartan), concor(bisoprolol fumarate), neurovit [cyanocobalamin; octotiamine; pyridoxine hydrochloride; riboflavin](cyanocobalamin, octotiamine, pyridoxine hydrochloride, riboflavin). On an unknown date patient was sleeping before taking the dose and on being awakened, patient was found to be in coma and eyes were red. Patient felt unconscious and said that took dose about 1 hour till feeling good. Patient was still using the broken pen and taken the dose by it but did not stick with the dose time. Patient did not measure the random blood glucose level to be sure that the coma was due to hyperglycemia or hypoglycemia. Patient was using mixtard penfills and novopen 4 from more than 10 years. It was reported that patient does not stick to specific doses, patient had no diabetic complications. Batch numbers: novopen 4: not available. Mixtard 30 hm penfill: kr74h64. Action taken to novopen 4 was reported as no change. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from coma (coma)" was recovered. The outcome for the event "broken pen (device breakage)" was recovered. Preliminary manufacturer's comment: (B)(6) 2022: the suspected device has not been returned to novo nordisk for evaluation. No conclusion is reached. Company comment: coma is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on final diagnosis, treatment given, suspected device investigation reports are unavailable for complete causality assessment. Patient has psychological problems due to her son death and not very regular in taking medication are other confounding factors which could have contributed reported event of coma. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. Reporter comment: no specific type of needle use.

Event description:
Case description: investigation results: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: kr74h64 the product was not returned for examination. Since last submission following information was added:-event causality updated -investigation results were added - annex b,c,d and g codes added -narrative updated accordingly final manufacturer's comment: (B)(6) 2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient, underlying medical history of diabetes mellitus and morbid obesity are significant confounding factors for the development of coma. Company comment: coma is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on final diagnosis, treatment given, suspected device investigation reports are unavailable for complete causality assessment. Patient has psychological problems due to her son death and not very regular in taking medication are other confounding factors which could have contributed reported event of coma. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.